Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) change out once the left ventricular (lv) lead was connected to the new device, a high undefined impedance measurement was observed. It was confirmed that the lv lead was inserted and secured within the header block. Fluoroscopy was performed to confirm lv lead pin placement to ensure the pin was across set screw. The lv lead pacing configuration was re-programmed, and the patient indicated as fine. Troubleshooting steps via pocket manipulations and isometrics movement was performed with no issues noted. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtma1qq crt-d, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.